Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the user is under physical strain (cycling, stepping up the stairs, jogging) she hears a rattling noise. The noise also occurs when she simply turns her head.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced rattling noise with and without the use of the audio processor. Reportedly the recipient underwent two revision surgeries to re-position the device. After the second surgery the recipient is doing fine. The device remains implanted and in use. This is a final report.

Event description:
When the user is under physical strain (cycling, stepping up the stairs, jogging) she hears a rattling noise. The noise also occurs when she simply turns her head. A second revision surgery took place on (B)(6) 2021. The user returned to the clinic on (B)(6)2021 and a new fitting was performed. The user is happy with the amplification settings. It was stated that the revision surgery led to a huge improvement and the device is now in use the whole day.